Event description:
The report received from the affiliate indicated that seven days after the index procedure, the pt complained of chest pain while in the hospital. Coronary angiography was done and thrombus was observed in the two previously implanted and distally. The sub acute thrombosis was treated by balloon angioplasty details unknown. The physician's comment regarding a possible cause of the thrombotic event was that the stents were under-dilated due to the lesion being long and calcified with a small vessel diameter. Additionally, the patient's constitution, diabetes, and three-vessel disease could also be causes of the adverse event.

Manufacturer narrative:
The index procedure was an emergent case due to an acute myocardial infarction (mi). The lesion was the proximal mid left anterior descending (lad). The lesion was reported to be: de novo, calcified, eccentric, 52mm length, 2.8mm vessel diameter, and type c. The lesion was pre-dilated with a 2.25x15mm balloon at 16 atm for 10 sec. A cypher 2.5 x 28mm stent (stent #1) was implanted at the distal lesion at 16 atm for 30 sec. An additional cypher 3.0 x 28 mm stent was implanted at 12 atm for 15 sec in overlapping fashion. The stents were post-dilated with a 2.5 x 15 mm balloon at 18 atm for 20 sec. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was unknown and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A female experienced a thrombotic event approximately one week post implantation of two cypher stents. Past medical history includes hypertension and diabetes mellitus. This patient's history puts her at increased risk for mace. The indication for the procedure was an acute myocardial infarction. This patient's emergent presentation with an ami puts her at increased risk for mace. In addition, her presentation with an ami puts her in a hypercoagulable state and at increased risk for thrombotic events. Pci was performed in the proximal to mid lad. The lesion was described as type c, calcified, 52 mm in length in a 2.8mm vessel diameter. Pre-dilation was conducted before the implantation of a 2.5x28mm cypher and a 3.0x28mm cypher deployed overlapping each other. Post-dilation was conducted. The residual diameter stenosis measured 0%. Medications post-procedure included aspirin and clopidogrel. Seven days post index procedure, the pt complained of chest pain and a coronary angiography revealed a thrombus within and distally to the cypher stents. To treat the thrombus balloon angioplasty was conducted. The device remains implanted in te pt and is not available for inspection. Manufacturing record (DHR) review was conducted, and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The physician commented that the possible cause of the thrombotic event was that the cypher stents were under-dilated due to the long calcified lesion with small vessel diameter. In addition, the patient's diabetes and the three-vessel-disease, could also have contributed to the thrombotic event. According tot eh IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complication and/or bleeding events. Patients who are known to be at high-risk for thrombotic events include those with long lesions. The other country's IFU contraindicates this product in patients who had suffered from ami within 72 hours. Calcified lesions are a common cause of stent under expansion, which significantly increases the subsequent risk of in-stent restenosis and is a predictor of late-stent thrombosis. Review of the info provided suggests that there are pt factors (specifically diabetes, ami presentation), vessel/lesion factors (heavily calcified and long lesion) and procedural factors that may have contributed to this patient's thrombotic event. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-02145 and 9616099-2008-02146. Please note that this is the initial/final report for this product.